Event description:
It was reported by service report that the head end of the fowler assembly could not stay up or hold a patient's weight because, it was broken from the litter frame at the pivot weldment. No patient involvement or adverse consequences are reported.